Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During the procedure, the physician successfully a placed ruby coil and a pod packing coil (pod pc). While advancing another ruby coil, the physician made multiple attempts to advance the ruby coil out of the introducer sheath and into a non-penumbra microcatheter; however, the physician experienced resistance and could not advance the coil further. The ruby coil became kinked, therefore, was not used in the procedure. The procedure was completed using a ruby coil and a pod pc. There was no report of an adverse effect to the patient.